Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was found to be cracked. Moisture was found in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was present. This report is made based on results of investigation completed on (B)(6) 2017.